Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called in regarding drain complications. The patient stated he saw fibrin in the patient line. The patient was advised to contact his on call pd nurse (pdrn) because of the fibrin. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was taken to the emergency room and was hospitalized on (B)(6) 2016 with chief complaint of cloudy effluent and was admitted due to peritonitis. Per pdrn the patient was diagnosed with an episode of staphylococcus epidermidis peritonitis at the end of (B)(6) and was being treated in-clinic for fourteen days. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment; the patient did not wash his hands and did not don a mask. There were no reported fluid leaks during treatment prior to infection. The pdrn stated the patient was initially not hospitalized for the episode of peritonitis and indicated the patient's hospitalization event on (B)(6) 2016 was likely a recurrence of the peritonitis infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. Per pdrn as of (B)(6) 2016 the patient remained hospitalized. Medical records were requested.

Manufacturer narrative:
Date of event: (B)(6) 2016. (B)(6). Conclusion: there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Medical records were provided by the patient's dialysis center. The peritoneal dialysis patient presented to the emergency department with abdominal pain. The patient reported that peritoneal dialysis is performed nightly and was prescribed vancomycin for suspected peritonitis. The patient also reported that there had been plans to undergo an umbilical hernia repair last week and it was rescheduled due to peritonitis. The patient reported to using the vancomycin in the dialysate on one occasion and was unable to find it later. Later the patient developed severed abdominal pain that was progressive. The patient was admitted to the hospital on (B)(6) 2016 with peritonitis and was treated with one gram of fortaz and 500 milligrams of flagyl. Following additional testing including peritoneal dialysis fluid cultures and sensitivities the patient continued treatment with the fortaz however vancomycin was added. The patient had significant improvement of symptoms five days later and tolerated peritoneal dialysis nightly during the hospitalization. The patient was discharged from the hospital on (B)(6) 2016 in stable condition with prescribed levaquin 500 milligrams daily for 10 days.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called in regarding drain complications. The patient stated he saw fibrin in the patient line. The patient was advised to contact his on call pd nurse (pdrn) because of the fibrin. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was taken to the emergency room and was hospitalized on (B)(6) 2016 with chief complaint of cloudy effluent and was admitted due to peritonitis. Per pdrn the patient was diagnosed with an episode of staphylococcus epidermidis peritonitis at the end of (B)(6) and was being treated in-clinic for fourteen days. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment; the patient did not wash his hands and did not don a mask. There were no reported fluid leaks during treatment prior to infection. The pdrn stated the patient was initially not hospitalized for the episode of peritonitis and indicated the patient¿s hospitalization event on (B)(6) 2016 was likely a recurrence of the peritonitis infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. Per pdrn as of (B)(6) 2016 the patient remained hospitalized. Medical records were requested.